Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"mrs. (B)(6) experienced a death of a patient involving our hls canula. Translated from email:"today we have inserted a va ecls with a patients and used a 2338 venous hls canulas in the v.jugularis. Procedure was started with a suture-the canula tore out. As a consequence the patient ended up in urgent CPR situation. Despite maximum fluid challenges and re-positioning of canula-the prognoses was to bad and the treatment was ceased. There was information added: the tore of the canula was less then showed on the initial picture. After the initial tore, there was a guidewire replaced over de canula in situ, and removed old "defect"device. W/this event, canules tore completely." (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 (B)(4). A product from same batch was investigated in the laboratory of manufacturer. A venous hls cannula 23 fr. Was sent back. The sample came back in a shipping tube and without original box. The cannula is not the complaint sample, but a new sample from the same batch. The sample cannula was measured with a vernier caliper from 3 different points marked as ¿3¿, ¿4¿ and ¿5¿ on technical drawing. Drawing position 3 outer ø target: 7,49mm + 0,30mm, - 0,00mm; is: 7.52mm - 7.58mm. The inner ø target: 6,83mm ± 0,05mm; is: 6,83mm - 6,85mm. Wall thickness target: 0,33mm + 0,405mm, - 0,025mm; is: 0.56mm - 0.58mm. Drawing position 4 outer ø target: 7,49mm + 0,46mm, - 0,00mm; is: 7,77mm - 7,88mm. The inner ø target: 6,83mm ± 0,05mm; is: 6.87mm - 6.92mm. Wall thickness: 0.33mm + 0.255mm, - 0.025mm; is: 0.50mm - 0.56mm. Drawing position 5 outer ø target: 7,49mm + 0,76mm, -0,00mm; is: 7.99mm - 8.05mm. The inner ø target: 6,83mm ± 0,05mm; is: 6.87mm - 6.93mm. Wall thickness target: 0,33mm + 0,175mm, - 0,025mm; is: 0.42mm - 0.46mm. The individual measurements of the inner ø of the drawing positions 4 and 5 are slightly out of tolerance. The majority of the inner diameter, the outer diameter and the wall thickness of the entire cannula are in the tolerance. Further examinations of the cannula are not possible. Investigation is still ongoing.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Actual device was evaluated. Dimensional inspection was performed and it shows that the measured maximum and minimum of outer and inner diameters and the following (calculated) minimum and maximum of wall thicknesses are within the specified tolerances. The following points could be determined during visual inspection: the thread was placed in the wrong place and sits near / at the break point. The wires at the break point are bent inward(deformed). The surface at the fracture site of the cannula has smooth and fringed spots kink between breakage point and connector. Clinical assessment was performed:" with the information provided at that time, our provisional assessment was that the suture position was chosen inadequately because the hls cannula are not for a suture at the position that had been chosen. The IFU clearly states that only at the upper part of the cannula the wall strength is sufficient to apply an appropriate suture. In fact, the cannula was sutured at the distal part where the cannula body was damaged. Based on this investigation our initial conclusion can be confirmed: there was no nonconformacy of the product; the product specifications were completely met. The cause for this tragic event was the suture at the distal side of the device where wall strength is not sufficient to withstand the forces of a suture. IFU and clinical practice clearly prohibit any user to apply a stay suture at the cannula position that was chosen in this case. The incident was not caused by a malfunction of the device." No DHR abnormality and systemic issue could be found. One similar failure description was found, the error caused by user in this similar complaint in the last 12 months.

Event description:
Ref.: (B)(4), customer ref.:(B)(4).